Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), product type: lead; product ID: 977a260, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had been hurting for a couple of weeks. It was reported that the leads were ¿not in the right place,¿ and the patient was scheduled for a lead revision on (B)(6) 2019. No further complications are anticipated.